Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exiting the infusion set tubing during a supply change. Reportedly, the luer lock was leaking. There was no impact to the customer's blood glucose level. The customer changed the infusion site as well as the tubing and the issue was resolved.